Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that while the physician was closing up the patient following implant, the left ventricular (lv) lead dislodged. The physician reopened the pocket and attempted to reposition the lead, but was unsuccessful. The lead was cut, capped, and not replaced. No patient complications have been reported as a result of this event.